Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 the patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2019 it was reported the patient was hospitalized for 2 days due to pain on the peg-j site and for an infection obstructing the peg-j tube which has now been removed. Patient will be off duopa anywhere from 1 to 6 months depending on when/if able to re-insert tube.